Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse confirmed the reported issue. The fse dried the power supply with a dryer then observed that the iabp unit would switch on. The iabp was then working ok and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power up failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d1 (brand name), d4 (version or model, catalog and UDI), d5.

Event description:
N/a